Event description:
When removing a short leg cast, our keel broke on a new saw blade as they made the turn at the patient's ankle.====================== health professional's impression======================the keel on the saw blade broke.